Manufacturer narrative:
The device was not returned for evaluation, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the plastic knot was stacking inside the device. T2 implant was not fired properly and stayed in the shaft, t1 was removed from the patient. The device remained intact, there were no broken pieces. A backup device was available to complete the procedure with no major delay or patient injuries.